Event description:
It was reported that the device ar-6480 (sn: (B)(6)) is defect. The pump worked well on the inflow side but the outflow area does not work. There was no harm for patient, operator or third party reported. No further information received. Update avoe 05-mar-2024. It was confirmed that the error occurred during a shoulder arthroscopy on the (B)(6) 2024. No error messages were displayed and no resetting of the pump from suction cannula to suction shaver was performed. The arthrex tubing ar-6430 (lot: 309014) was used with the device. No clamp test was performed. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.